Manufacturer narrative:
Concomitant medical products: product ID: 638bl32 heart band; product ID: 310c27 tissue valve, implanted: (B)(6) 2008; product ID: 419688 lead, implanted: (B)(6) 2009; product ID: dtmb1d1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The patient was placed on an external monitor. No further patient complications have been reported as a result of this event.